Event description:
On (B)(6) 2011 intuitive surgical received a legal summons stating that during a da vinci s myomectomy procedure the patient slid cephalad on the operating table and multiple repositions of the robot, repositioning of the da vinci port and re-docking were necessary to complete the procedure. The summons states that the patient injuries are permanent but no further details or information was provided.

Manufacturer narrative:
Based on the information provided, it was determined that the da vinci s surgical system worked as intended, no system malfunction was reported to have occurred and the system did not cause or contribute to the patient's injury. Multiple attempts for additional information have been made, however as of the date of this report no response from the patient or her representative has been received. If additional information is received, a follow-up MDR will be submitted.